Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported insulin pen was not working due to injection foot damage. The customer also reported in pen was not delivering insulin due to broken plunger and dial was not working. Blood glucose value at the time of event was 283 mg/dl. The customer was treated with insulin pen. The event involved product(s) mmt-105nngyna. Troubleshooting revealed that the inpen had a broken plunger and the injection/dose button was difficult to press, preventing insulin delivery. The customer was advised to discontinue use of the inpen and revert to their backup plan as per their healthcare provider's instructions. No further patient complications were reported. The customer will discontinue use of the insulin pen. Mmt-105nngyna was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.